Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the sixth inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.